Manufacturer narrative:
This bone cement is manufactured at heraeus medical and distributed through zimmer orthopaedic surgical products. Review of the device history records did not find any deviations or anomalies. These devices are used for treatment. Review of the primary surgery notes confirms that the patient underwent a left total knee arthroplasty. The trial components gave full range of motion with excellent stability. The trial components were removed and the final implants were cemented into place. Review of the revision surgery notes confirms that the patient underwent revision surgery of the left tibial component. X-rays taken pre operatively revealed radiolucent lines medially and laterally as well as anterior and posteriorly on the anteroposterior and lateral x-rays. Lucid lines were noted at the bone cement mantle. It was reported in the revision surgery that the tibial component was removed easily and loose pieces of cement were noted at the proximal tibial bone without interdigitation. It was also noted that time was taken to remove the tibial component from the bony canal. The package insert states that "loosening or fracture/damage of the prosthetic knee components or surrounding tissues" is an adverse effect. This is therefore a known inherent risk of the procedure. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Evaluation summary: a definitive root cause cannot be determined with the information provided; however, the complaint may be re-opened upon return of x-rays and/or product or further information. Insufficient info was provided to review the device history records. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.

Event description:
It is reported that the patient was revised due to pain.

Manufacturer narrative:
This report will be amended when our investigation is complete.